Event description:
(B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that while sleeping, infusion set's tubing got detached overnight, close to right side, broke in half in the middle of the tubing. The site location was patient's right abdomen and the pump was in right hand pocket of shorts. Moreover, the infusion had been used for less than a day (since noon from (B)(6) 2020). Reportedly, the infusion sets were stored at room temperature. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, his blood glucose level was 143 mg/dl. No further information available.